Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized with a low blood glucose (bg) level. Bg value not provided. Details and nature of hospitalization were not provided. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.